Event description:
A patient was undergoing a sigmoid resection for diverticulitis. After the bowel was divided with a kocher clamp, the endoscopic enteroanastomosis (eea), with the help of a sizer, the size of the eea was determined to be 28mm. The eea was inserted through the rectum and perforator was just posterior to the staple line. The perforator was removed and the anvil was still on top of the shaft, the instrument was fired. The eea instrument was opened and in the process of removing the eea instrument, the anvil got dislodged into the rectum. This was retrieved with the surgeon's fingers. Due to this problem, with the help of the sigmoidoscope, air was inflated into the bowel. There were no air leaks noted. The entire anastomosis was inspected for integrity and complete anastomosis was seen per surgeon. The patient tolerated the entire surgery without problems. Surgical wounds closed and patient left or in good condition.